Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was checked prior to implant and had declared a fault code which is indicative of voltage too low for the projected remaining capacity. It was noted the device was likely exposed to cold temperatures. This represents a malfunction as critical therapy may be compromised if the device were implanted. The device was implanted and remains in service. No additional adverse patient effects were reported.